Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not secure the tissue when clipped. The clips did not align properly when pressed together. A new device was used to complete the procedure. There was no patient consequence reported.